Event description:
It was reported that the 9800 system had intermittent blank image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The image processor board and the video controller board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.